Manufacturer narrative:
The reported product is not expected to be returned as the device was reportedly discarded. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a low reading issue with the freestyle libre sensor. The caregiver reported a scan of 'lo' (< 40 mg/dl) compared to a competitor meter result of 451 mg/dl, taken more than 10 minutes apart. The customer required treated of rapid insulin (dose unknown) by a third-party. There was no report of death or permanent injury associated with this event.